Event description:
During a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. The physician had deployed a taxus express2 3.0 x 28 mm drug eluting stent in the diagonal artery. It is unk if the lesion had been predilated. While attempting several times to remove the deflated balloon the catheter was drawn up to the ostium of the diagonal artery. The physician noted that the balloon was very sticky making removal difficult. The vessel was "injured" at the level of the proximal part of the stent by the catheter during the balloon withdrawal. A thrombosis occurred at the level of the injury 24 hours after the event. A second angioplasty was performed and another stent (non-bsc) was implanted at the level of the injury. Additional ventricular insufficiency was noted following the initial intervention. The pt received reopro, however, when that was administered is unclear. The pt's hosp stay was prolonged. No additional info is available.